Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4 (serial number). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The output reported (129.6j with the patient impedance at 24 ohms) is within the device specification per the r series operator's guide, the expected output for a 200j @ 24 ohms is 142j (±15%). Log review confirmed all energy outputs are within the device specification for all shock attempts. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.